Event description:
A report was received that the pt will underwent a pocket revision due to difficulty charging. X-rays confirmed the ipg was tilted at a 45 degree angle. The physician adjusted the pocket and the pt was able to charge her ipg successfully.